Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a deficiency was alleged against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.